Manufacturer narrative:
Per tandem user guide: residual insulin remaining in the cartridge is unusable. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there had been multiple intermittent instances where insulin gauge was inaccurate. Reportedly, customer recycled insulin from previous cartridges. Customer was instructed not to reuse insulin from old cartridges. Customer¿s blood glucose level was 120-160 mg/dl. Customer declined further troubleshooting with tandem technical support to resolve the issue.